Event description:
During spinal fusion procedure. Cell saver smelled and smoke was seen coming from the unit. Cell saver was removed from the operating room and taken to smic (scientific medical and instrumentation center). No harm was done to pt. Medtronic engineer was contacted and determined that saline solution leaked through the pump head and the power supply was replaced. Preventative maintenance was also performed. Per the medtronic engineer, medtronic had determined the gasket placement to be ¿mandatory as available¿ which means that the gasket would be placed during preventative maintenance and not immediately as would have occurred had the gasket placement been deemed ¿mandatory¿.